Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed pump supplies to address the issues. There was no adverse impact to customer¿s blood glucose level.